Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Five devices were received for evaluation; 5 events were confirmed during testing. 4 devices were found to be affected by corrosion. One device was found to have a damaged flex. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran without user activation or ran while in safe mode. Four reported events had no patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.